Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was conducted. The report indicates that the one stardrive screwdriver t8 (part# 03.110.007, lot# 6414404, mfg jun2010) was returned with the complaint that ¿a silver cap that fits into the top of a stardrive screwdriver became loose and fell out.¿ upon receipt of the device it was seen that the rotary end cap of the screwdriver is no longer attached, and was not returned. The drawings for this device were reviewed. The fit of the cap and handle were reviewed at lmc (least material condition) with interference specified to keep the cap from falling out of the handle. No drawing discrepancies were identified. It is unknown what the root cause of this complaint is, it is probable that regular use over time coupled with repeated sterilization processes could have contributed to this complaint condition. The design of this device is adequate for its intended use and did not contribute to this complaint condition. A device history review was conducted. The report indicates that no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a silver cap that fits into the top of a stardrive screwdriver became loose and fell out. There was no procedure or patient involvement. This is report 1 of 1 for (B)(4).